Event description:
It was reported that an impedance measurement anomaly was observed. The lead was believed to be explanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.